Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6)2019; product ID: 4968-60 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a device changeout procedure, after pocket closure the right ventricular (rv) lead showed high and undefined pacing, rv defibrillation and superior vena cava (svc) defibrillation impedance. The pocket was re-opened and it was discovered that there was a loose rv coil df1 pin in the implantable cardioverter defibrillator (ICD) header. The lead pin was re-seated into the ICD header and the lead and ICD remain in use. No patient complications have been reported as a result of this event.